Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was not giving no delivery alarms. The customer's blood glucose was around the 200 mg/dl to 300 mg/dl range. In the history of the customer's insulin pump, there were recent no delivery and low reservoir alarms. The customer stated she did not remember receiving these alarms. During a self-test, the customer could hear the tones normally and the insulin pump vibrated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.